Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having trouble with connecting the sensor to the insulin pump. The customer¿s blood glucose level was 69 mg/dl. The customer declined troubleshooting for the low blood glucose. They treated their blood glucose with food. Troubleshooting was performed. It was noted that the customer was also unable to install the battery cap on their insulin pump. While troubleshooting, the customer received a power loss alarm. They were advised to select ok to clear the alarm. They were assisted in updating time and date. It was noted the insulin pump was recently stored, not in use for an extended period of time, or was without battery for greater than 10 min due to issues with changing the battery. The device will not be returned for analysis.